Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a patient who underwent a thrombectomy procedure on (B)(6) 2024 in which two react-71 aspiration catheters and a solitaire x stent retriever were used. The patient was undergoing a procedure to treat ischemic stroke in the right posterior communicating artery (r-pca) p1 segment (pca-p1-r). The patient's baseline mrs was 2 and tici was 0. IV tissue plasminogen activator (tpa) was contraindicated. It was reported that 5 passes were performed for attempted treatment of the pca-p1-r clot but no recanalization was achieved. The site confirmed the medtronic devices performed as intended; no device malfunction was noted. Final tic remained 0 but it was considered that there was no patient injury. Magnetic resonance imaging (MRI) the next day, on (B)(6) 2024, showed the right thalamic and occipital acute ischemic lesion was more extensive than in the previous MRI. The site assessment of the event concluded the progression of the infarction was caused by the patient's index condition/stroke and was not related to the procedure or medtronic devices. However, the medtronic clinical study sponsor assessment concluded conservatively that the progression of the infarction could possibly be related to the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the event did not result in any treatment and no other action was taken. The event is not recovered/resoled. The subject reported with neurological deterioration on (B)(6) 2024 as in coma.

Event description:
Additional information received reported that an MRI on 04-oct-2024 found "in addition to the pre-existing lesions, bithalamic ischemia, compatible with a prolonged comatose state, as well as cognitive impairments, probably sequelae." The MRI also found damage to the nuclei of the third cranial nerve, associated with major oculomotor dysfunction and the inability to open the eyes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.